Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed and error. No patient involvement is noted.